Manufacturer narrative:
The customer had two boxes of lancets (lot wpg044f and wpf055g) and is not sure which lot # was used in this event.

Event description:
The caller reported that part of the lancet needle may have broke off into his finger. No adverse event was reported. The caller stated that he has two boxes of lancets (wpg044f and wpf055g) and he is not sure which lot number was used during this event. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.